Event description:
This patient was admitted for percutaneous transluminal angioplasty of heavily calcified, 100% (cto) lesion in a moderately tortuous left posterior tibial artery. The physician positioned the micro-catheter (mc) coaxially with the target. He advanced a ruby guidewire (gw) to the site; however, he couldn't advance the wire into the vessel. He exchanged the gw for one with a stronger tip load (brand unknown), but the new gw became stuck within the mc. He the exchanged the mc for a new one (brand unknown) and completed the procedure successfully. There was no patient injury.

Manufacturer narrative:
It was reported that after the noncorids guidewire and rapid transit microcatheter were coaxially advanced through the heavily calcified moderately tortuous vessel to the 100% chronic totally occluded lesion, the guidewire was not able to advance through the lesion. When an attempt was made to exchange the guidewire it was stuck in the microcatheter. It appears that the vessel characteristics contributed to the event. The product was not available for analysis. A review of the manufacturing route sheets confirmed that this product met quality requirements for product acceptance.